Manufacturer narrative:
Additional narrative: the device has been received by baxter for evaluation, however, the evaluation has not yet been completed. A follow-up report will be submitted once the evaluation is completed, or should additional information be received. (B)(4).

Event description:
It was reported to baxter (B)(4) the reservoir of an infusor two day ruptured during use. There was no report of patient injury or medical intervention. No additional information is available.